Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. Access was obtained via the femoral artery. The 80% stenosed lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was predilated with a balloon and the 3.0 x 28mm taxus liberte stent delivery system was advanced but failed to cross the lesion. The procedure was completed as the physician determined that the balloon dilation was sufficient to treat the lesion. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed the stent had moved and was damaged.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: microscopic examination identified that the stent moved distally on the balloon. The stent moved approximately 11mm distally from the proximal markerband. Proximal stent strut rows 4 and 5 were misaligned and slightly squashed. Stent struts on distal rows 1 and 2 were misaligned. A visual examination identified a hypotube kink approximately 59.3cm from the catheter strain relief. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. From the information available, this device was not used per the directions for use (dfu) / product label. The dfu states that heavily calcified lesions and lesions involving arterial segments with highly tortuous anatomy are contraindicated. The complaint states that the lesion was severely calcified and the lesion anatomy was severely tortuous. The lesion was also 80-85% stenosed after predilation and contained a significant bend greater than 45 degrees and less than 90 degrees. These could be potential contributing factors to the complaint incident. The most probable root cause is user / use error. (B)(4).